Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec w/respect to the reported door issue. Eval confirmed the reported symptom by reproducing a door not fully latched alarm when attempting to load a set and close the door, which is most likely what the reported symptom of "does no recognize a closed door" is referring to. Eval found that this was caused by a loose link screw. The screws were replaced.

Event description:
It was reported that a spectrum pump did not recognize a closed door. It was also reported there was no pt involvement.